Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise resulting in inhibition of pacing causing high rate episodes and noise reversions. The patient was asymptomatic to the noise. Some noise could be reproduced with pocket manipulation. No additional information was available.

Event description:
New information states that the device was reprogrammed as suggested by technical services. The patient was fine post programming.